Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had its image flicker and the image did not display when angulation was applied. The issue occurred during diagnostic right pneumonectomy. There was no delay reported and was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the investigation results and past findings, reasonably known information suggests potential causes is likely the image output signal was temporarily unstable due to sudden static electricity and/or an overcurrent. However, a definitive root cause pf reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.